Manufacturer narrative:
The glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and could not reproduce the reported fault. No issue was found; the unit functioned as intended. The camera image quality test was performed and passed. The returned glidescope core 15-inch monitor was scrapped and a replacement was sent to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor and an undisclosed bflex bronchoscope, the image on the monitor turned very dark and then red. The customer was able to isolate the issue to the core monitor. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.